Event description:
A surgeon reported that a haptic from an intraocualr lens (iol) was observed to be detached from the optic following implantation in the eye. The surgeon decided to remove the lens and, while cutting the lens in half to facilitate removal, the posterior capsule ruptured resulting in vitreous loss. An anterior vitrectomy was performed followed by implantation of another lens in the ciliary sulcus.